Manufacturer narrative:
B3: date of event: october 2025, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e2: health professional: unknown, e3: occupation: unknown. We were unable to determine the details of the actual condition of the sample as it was not available for evaluation. Retention samples were visually inspected and found to be free of any damage or irregularities on the sheath, collar, and hub. Sheath activation, sheath deactivation, and component fit test were performed on the samples, and all passed. There was no issued nonconformity report related to human error during lot production. Our molding and needle assembly machine runs under validated parameters using an automated machine. There are no nonconformities in the assembled needle lot supplied during production. During the collar assembly process, the hub fit is loosened from the protector before placing the needle into the collar. Before proceeding to the next process, the hub, cannula, and collar are pressed into the protector, wherein a photoelectric sensor detects if the height of the protector is correct. Our safety needle features a hinged safety sheath attached to the needle hub. The safety sheath contains two locking mechanisms, the sheath tooth-cannula and sheath wings collar, which are simultaneously activated when manually pressed over the needle immediately after use and just before disposal to minimize the possibility of sharps injury. The locking mechanisms are positioned within the center and the proximal end of the sheath. An audible and/or tactile "click" indicates activation, which can also be visually confirmed. An initial product inspection check (ipic) is performed before mass production, during raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. Any molding defects that may affect product function are part of the inspection item. We also have a visual in-process and product confirmation inspection to ensure that the molded parts are in good condition. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities on the product that may cause issues during sheath activation and product function. The critical locking part of the sg3 product is checked for defects such as sheath collar fitting, and over- or under-insertion of the collar into the hub. We have functional tests conducted to confirm that our products are free of defects that would lead to difficulty or failure of device activation. We perform safety sheath activation during sg assembly inspection and outgoing inspection of finished products, where the cannula should be captured under the sheath's tooth. During the component fit test, we also check that the sheath lugs are securely attached to the collar ear. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. The product's instructions for use (IFU) provide detailed instructions for using the sg3 safety needle device, including warnings to prevent needle sticks. Our needles comply with iso 80369-7, wherein they pass the dimensional and functional performance requirements. The collar, sheath, and hub are manufactured in-house with validated tpc molding machines. There were no nonconformance reports issued for the supplied molded part lots. From the previous two fiscal years to the present, we received a total of 13 complaints for the specific item code. The cause of these complaints was not identified as being related to our product or the manufacturing process. Retention samples of 25g needles were simulated. The samples were activated using three methods: finger, thumb, and hard surface activation. The safety sheath was successfully activated on the samples; no detachment from the syringe, and no irregularities were encountered. The cannula was captured under the sheath tooth. Based on the results of our investigation, the root cause of the complaint could not be identified to be related to our product or manufacturing process. The lot history file showed no non-conformity or any related troubles that would affect the product quality. The retention samples were inspected and confirmed to be free from defects that would affect the activation of the safety sheath and passed the functional test. Also, there were no irregularities or detachment from the syringe encountered during the simulation. We perform routine inspections to confirm the performance of the device throughout its manufacturing process, which includes visual and functional checks. The components that are critical to the product's safety activation are checked to ensure that no defects occur that could result in sheath activation issues. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which includes caution, precautions, and warnings to avoid problems during sheath activation. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The medwatch event description stated that: " multiple syringe and needle failures were reported by nurses at various clinics during flu vaccinations. High dose flu vaccine pre-filled syringes (lot number 409166) experienced issues: needles fell off syringes before safety deployment and during the capping process. Terumo 25-gauge 1-inch needles (250312e) displayed recurring safety device failures: needles did not engage with the safety mechanism properly and remained on the syringe. The syringe was used as intended. The device was hard to use. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable;"